Event description:
It was reported that the customer passed away. It was stated that the customer was not wearing the insulin pump at time of death and was on an insulin drip. It was stated that the customer was in a car accident and had to undergo surgery for her heart. The caller stated that artery was ruptured. The husband stated that he does not want to return the insulin pump for analysis. Attempted to contacted her husband and he stated that the customer was the driver of the car. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.